Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the attune tibia was loose at cement to implant interface, caused need for revision. Cement manufacturer is unknown. No cement on tibia. Doi: (B)(6) 2018; right knee.